Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessels were severely calcified and severely tortuous. It was reported that the physician was advancing the stent graft delivery catheter aggressively and the vessel was perforated at the iliac bifurcation. The delivery catheter was removed from the pt. The physician elected to convert the pt to an open surgical repair. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Device was discarded).